Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads. Moisture damage was noted on the display board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 510 mg/dl. The customer treated their blood glucose with the insulin pump. It was found the customer was sleepy as a symptom of their high blood glucose. Troubleshooting found the customer had a leak at their reservoir compartment, where the reservoir and piston meets. Customer also stated there was no damage to their o-rings. The customer's insulin pump also passed the self-test. Customer requested to have their insulin pump replaced. No additional information provided.